Event description:
It was reported that the right ventricular (rv) lead exhibited high coil impedances. It could not be confirmed if the implantable cardioverter defibrillator (ICD) contributed to the high impedances so it was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: also, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Concomitant: 6935 implantable tachy lead (B)(6) 2013; 5076 implantable pacing lead (B)(6) 2013. (B)(4).

Event description:
It had also been indicated that during explant the rv lead got insulation damage due to the physician using the lead to "piggy back" guide wire for new lead and to maintain access.